Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: an invalid lot # of 9338821 was provided by the initial reporter device manufacture date: unknown. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: three photos of open 31g x 5mm pen needle samples were returned from lot. No. 9338821, cat. No. 320522. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on two samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no samples were returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the pn 31g 5mm 5b xtw 105bx de experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: needles bent.